Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a lead replaced ¿before¿ 2009 due to feeling a jolt in the same area that he normally had therapy relief. It was stated that the lead needed to be replaced. Additional information was requested, if received, a follow up report will be sent.